Manufacturer narrative:
Qc was within specs before the incident but was low after the incorrect results were discovered. Beckman coulter inc, customer technical support (cts) instructed the customer in routine troubleshooting, which included: electrode maintenance, verifying correct quad-ring placement, verifying covers placed correctly, checking sample syringe, flushing probe, cleaning bunm reagent lines and recalibrating. The customer then ran bun controls and verified that the issue had been resolved. It is not known specifically which repair resolved the issue. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low blood urea nitrogen (bun) test results were obtained for multiple pts when using the synchron lxi 725 sys. Erroneous test results were not reported out of the lab. The erroneous test results for bun did not correlate with the creatinine test results. No reports of death or serious injury, and no affect to pt treatment as a result of this event.